Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements, some higher than 125 ohms. It was noted that this occurred approximately a year ago. Technical services (ts) discussed with the health care professional (hcp) that this was indicative of calcification. This rv lead remains in service at this time. No adverse patient effects were reported.